Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd insulin syringes with the bd micro-fine¿ IV needle had excess silicone in the fluid pathway. The following information was provided by the initial reporter: "I don't think that it's water, I believe it to be excess silicone oil to lubricate the syringe."

Manufacturer narrative:
H.6. Investigation: customer returned two images of two 0.5ml syringes. Each of these syringes features a bead of a clear material midway along the length of the needle. This material may be excessive adhesive. A review of the device history record was completed for batch# 0132264. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. There was one (1) notification noted for excessive silicone. Based on the images received, bd was able to confirm the customer¿s indicated failure of foreign matter at the cannula. There were no notifications or maintenance dispatches during the time of this batch that pertained to the defect. No root cause can be determined. H3 other text : see h.10.

Event description:
It was reported that 5 bd insulin syringes with the bd micro-fine¿ IV needle had excess silicone in the fluid pathway. The following information was provided by the initial reporter: "I don't think that it's water, I believe it to be excess silicone oil to lubricate the syringe."